Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Currently, it is unknown whether the right or left device deflated. Mentor received catalog numbers and serial numbers for both devices. Left device: mentor smooth round moderate plus profile 550cc saline breast prosthesis, cat. #3502550, serial #(B)(4). Right device: mentor smooth round moderate plus profile 550cc saline breast prosthesis, cat. #3502550, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 550cc saline breast prostheses when one of the devices deflated after implantation. It is not known if the left or right device deflated, but serial numbers for both devices were reported. Deflation was diagnosed by imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 04/21/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/02/2018, mentor received additional information about the event: the suspect medical device is a mentor smooth round moderate plus profile 550cc saline breast prosthesis, catalog #3502550, serial #(B)(4). Explantation date for suspect medical device is (B)(6) 2018 the concomitant product of the suspect medical device is a mentor smooth round moderate plus profile 550cc saline breast prosthesis, catalog #3502550, serial #(B)(4). On 08/07/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Correction: it was incorrectly reported to the FDA that the device history record (DHR) was reviewed for the suspect medical device. DHR review is still in progress. Previously reported manufactured date and expiration date are incorrect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/27/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 08/31/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately < 0.1 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).